Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. "Walch g, moraga c, et al. (2012). Results of anatomic nonconstrained prosthesis in primary osteoarthritis with biconcave glenoid", j shoulder elbow surg, 21:1526-1533.

Event description:
Due to posterior prosthesis dislocation, 1 patient underwent a reoperation to reorientate the glenoid and perform a posterior capsulorrhaphy.